Event description:
The customer reported the ventilator had a pressure sensor failure during pre-use testing and the message indicated an autozero failure. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported pse advised evaluation of the data acquisition pcb to motor controller pcb cable for replacement to address the reported problem.

Manufacturer narrative:
Device is out of warranty; no request for manufacturers service.